Event description:
The customer alleged that he performed control tests using his contour system and received a result of 208 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer ended the call before any additional info could be obtained. No product will be returned.

Manufacturer narrative:
The customer ended the call before any personal or product info could be obtained. It's not possible to determine the MFR date or 510k number without product info.